Event description:
A caller reported a malfunction indicated by a code in their tandem pump system. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support guided the caller on resetting the pump, and after the reset, the malfunction did not recur. The caller was advised to continue using the pump and to reach out if the issue happened again.